Event description:
It was reported a patient experienced peritonitis and subsequently died coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis 3 days after onset. Treatment was unknown. The cause of the peritonitis was unknown. On an unknown date in 2013, while hospitalized, the patient developed sepsis from the peritonitis infection and the pd catheter was taken out due to growth of yeast. Hemodialysis therapy was initiated. Treatment for the sepsis was unknown. On unknown date, the patient experienced a bowel leak. The patient died 7 days after being admitted to the hospital for peritonitis. The cause of death was sepsis. It was not reported if an autopsy was performed. Additional information was requested, but is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895540 and gd895250 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.